Event description:
It was reported that a home patient (hp) noticed that her transfer set was twisted open throughout the day (hp not connected). The hp was advised to contact and inform her registered nurse (rn) of the issue. There was patient involvement but no serious injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Manufacturer narrative:
(B)(4). The sample could not be obtained for evaluation; therefore, the reported condition was not confirmed and the cause could not be determined. Should additional relevant information become available, a follow-up report will be submitted.